Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. After rebooting the pump, it is stuck on the 'verify' screen due to button unresponsiveness. Moisture was noted behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/16/2013 with the following findings: there was visible moisture found in the display. The pump was unable to power on due to moisture ingress. The complaint of the unresponsive keypad buttons was unable to be tested due to the pump not powering on. The keypad cover was removed and no defects or damage was found to the button contacts. A leak test was performed and a crack was found in the pump case. The pump was opened and the internal surface of the pump was found to be heavily corroded. Moisture was observed on the internal components of the pump as well. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.